Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their monophasic device had a service wrench present on the key panel. Additionally, an event code was logged in the memory which indicated that the device would not likely be able to provided defibrillation therapy if it were necessary. There was no patient use associated with the reported event.